Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13 jul 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the nasogastric (ng) tube was incorrectly placed into the left lung. No feed was given, as the hospital protocol required testing of aspirate. Following this, an x-ray was performed, which demonstrated a left-sided pneumothorax with an inferiorly position ng tube in the left lung. The tube was removed and the patient, who was intubated and ventilated already, remained stable. A repeat x-ray a short time later demonstrated a significantly worsening left-sided pneumothorax with right mediastinal shift. Patient was deteriorating. The case was escalated and a chest drain was placed and the lung reinflated, resulting in stabilization of the patient. Another ng tube was inserted properly in the stomach. No further information provided.